Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose at time of emergency room visit is 245-385 mg/dl. The customer was admitted to the hospital. The health care provider is recommending them not to go back on the insulin pump unless it is replaced. The customer sugar is not stable and the cause of emergency room visit as per health care provider is kidney stones and high blood sugars. The customer was treated with IV and insulin. The customer's spouse declined to troubleshoot stating that she will wait for the patient to wake up and start feeling better and tell to call back in order to troubleshoot.